Event description:
Customer reports: after one months use, there was rupture of the 24fr covidien probe.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review of the reported lot number revealed no discrepancy was found related to the reported issue. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without photos or samples to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The precautions section in item 5 establishes the following: according to the instructions for use precautions section, ¿replace tube at four (4) week intervals to ensure optimum tube patency.¿ a risk assessment was carried out to determine the observed occurrence for this reported condition. Based on the analysis, the observed occurrence of harm (o) is (3, occasional) which is below the range of the expected occurrence of harm (o) (4, probable). The condition reported by the customer was not confirmed, therefore no action plan is deemed required. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.